Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the insulin pump alleging possible pump over delivery. The blood glucose at the time of incident was 58 mg/dl and current blood glucose was 181 mg/dl. Customer report other blood glucose value was 130 mg/dl. Customer reported via phone call that they experienced low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of low blood glucose event. The customer was treated with food. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. Device passed the delivery accuracy test.(B)(4).